Event description:
It was reported that the patient called to report that the inflatable penile prosthesis (ipp) that he had placed on (B)(6) 2020 has a pump that is hard as a rock. He states that no matter what he does he does not have the strength to mash it. Patient liaison went over trouble shooting techniques with him to include burp/anti-stiction/reboot and sent him an email with trouble shooting instructions. He will contact patient liaison if he has further questions.

Event description:
It was reported that the patient called to report that the inflatable penile prosthesis (ipp) that he had placed on (B)(6) 2020 has a pump that is hard as a rock. He states that no matter what he does he does not have the strength to squeeze it. Patient liaison went over trouble shooting techniques with him to include burp/anti-stiction/reboot and sent him an email with trouble shooting instructions. He will contact patient liaison if he has further questions. It was further reported that the patient called to see if the patient liaison had any last tip or trick to help him activate his ipp before h goes back to surgery. He has met with the sales representative and the dr. And both agreed that the pump needs to be replaced. Patient liaison let him known that she does not have anything further to add to trouble shoot. The patient is scheduled for a revision on (B)(6) 2020.

Manufacturer narrative:
B3: the exact event date is unknown.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The pump was visually inspected and functionally tested. No leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. Product analysis confirmed pump malfunction. Based on the investigation results, an evaluation conclusion code cause traced to component failure was assigned to this event. B3: the exact event date is unknown.

Event description:
It was reported that the patient called to report that the inflatable penile prosthesis (ipp) that he had placed on (B)(6) 2020 has a pump that is hard as a rock. He states that no matter what he does he does not have the strength to squeeze it. Patient liaison went over trouble shooting techniques with him to include burp/anti-stiction/reboot and sent him an email with trouble shooting instructions. He will contact patient liaison if he has further questions. It was further reported that the patient called to see if the patient liaison had any last tip or trick to help him activate his ipp before h goes back to surgery. He has met with the sales representative and the dr. And both agreed that the pump needs to be replaced. Patient liaison let him known that she does not have anything further to add to trouble shoot. The patient is scheduled for a revision on (B)(6) 2020.